Event description:
It was reported that a patient underwent a cosmetic surgery procedure on (B)(6) 2012 and suture was used. While the suture was suturing the left buttocks, the needle broke. Many attempts were made to visually locate and remove the fragment, however, the surgeon chose to keep the needle in the subcutaneous tissue. The surgeon felt that trying to extensively retrieve the needle would create more tissue damage.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.